Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Crease folding of implant: observed creases on the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side capsular contracture bake grade iii/IV. Healthcare professional later reported right side "any creases". Device has been explanted.

Event description:
Healthcare professional reported, right side capsular contracture, bake grade iii/IV. Healthcare professional, later reported, right side "any creases". Device has been explanted.

Manufacturer narrative:
Visual evaluation: device photograph(s) for the device related to the reported event of capsular contracture and crease folding of implant was requested on november 21, 2023. It is not possible to determine, the lot number or catalog number through the photos provided. Visual analysis of the photographs identified, capsular contracture: unable to observe, since it is not related to the device. Crease folding of implant: observed, creases on the device. No additional observations are performed. No further actions are required, as no manufacturing issues are observed. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, as it is not related to the device. Crease/ folding of implant: observed. No additional observations are performed. No further actions are required, as no manufacturing issues are observed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Healthcare professional reported right side capsular contracture bake grade iii/IV. Device has been explanted.